Event description:
It was reported that the cardiac system would intermittently not fluoro and at times shut off. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. It was determined that the ac power cord had loose internal connections which would cause the intermittent shut off. The connections were tightened. The system was tested and found to be working as intended and placed back into svc.